Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with an ilet device after a prior attempt to toggle between dexcom g6 and g7 settings. Symptoms included no alerts or alarms and loss of cgm connectivity to the ilet. Outcomes included temporary interruption of cgm data to the ilet with user inconvenience. Investigation included customer care troubleshooting and education, including instructing the user to restart the ilet and allow time for the dexcom g7 to re-establish pairing. Investigation of this case revealed a pairing failure between the third-party cgm and the ilet without evidence of device alarms or clinical harm. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity issues consistent with pairing configuration or communication disruption.